Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the left coil was removed in its entirety and the other came out in pieces") in a 25 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of eye pain (suspect this patient has iritis. She has erythema and pain with photophobia and pain with consensual reflex. There was no significant change with tetracaine drops. No fluorescein uptake. Low suspicion for foreign body, ulcer or laceration. I recommended cyclogyl and follow-up with ophthalmology. I have low suspicion for glaucoma given her normal eye pressures here. I recommended follow-up and we discussed return and medication precautions and the patient is comfortable with this. She will discharged with cyclogyl two drops twice a day.), nickel allergy, endometriosis, dysfunctional uterine bleeding, bladder pain and obesity. On (B)(6) 2017, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (1. Fulguration of endometriosis. 2. Enterolysis. 3. Bilateral salpingectomies. 4. D and c with hyste). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.247 kg/sqm. [Pathology test] on (B)(6) 2017: specimen. A. Fallopian tube(s) - 1. Bilateral tubes. B. Endometrium -2. Endometrial curettage. Clinical information: pelvic pain. Gross description: the longer fallopian tube contains a 0.7 cm thin walled, clear fluid-filled cyst at the distal fimbriated end. Final diagnosis: a: fallopian tube, bilateral salpingectomy: tubes with no identifiable histological abnormalities. Paratubal small cysts and benign, adherent, serous ovarian cyst present. B: endometrium, curettage proliferative endometrium. Endocervical tissue also present. There is no evidence of hyperplasia or neoplasia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the left coil was removed in its entirety and the other came out in pieces") in a 25 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of eye pain (suspect this patient has iritis. She has erythema and pain with photophobia and pain with consensual reflex. There was no significant change with tetracaine drops. No fluorescein uptake. Low suspicion for foreign body, ulcer or laceration. I recommended cyclogyl and follow-up with ophthalmology. I have low suspicion for glaucoma given her normal eye pressures here. I recommended follow-up and we discussed return and medication precautions and the patient is comfortable with this. She will discharged with cyclogyl two drops twice a day.), nickel allergy, endometriosis, dysfunctional uterine bleeding, bladder pain and obesity. On (B)(6) 2017,, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (1. Fulguration of endometriosis. 2. Enterolysis. 3. Bilateral salpingectomies. 4. D and c with hyste). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.247 kg/sqm. [Pathology test] (date unknown): specimen a. Fallopian tube(s) - 1. Bilateral tubes b. Endometrium -2. Endometrial curettage clinical information pelvic pain gross description: the longer fallopian tube contains a 0.7 cm thin walled, clear fluid-filled cyst at the distal fimbriated end final diagnosis a: fallopian tube, bilateral salpingectomy:tubes with no identifiable histological abnormalities. Paratubal small cysts and benign, adherent, serous ovarian cyst present. B: endometrium, curettage proliferative endometrium. Endocervical tissue also present. There is no evidence of hyperplasia or neoplasia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.